Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited elevated threshold measurements and noise on the atrial channel. The noise was oversensed due to tracking mode which caused additional pacing therapy that was not required on the right ventricular (rv) channel. A revision procedure was performed and the device and atrial lead were replaced. No additional adverse patient effects were reported.